Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness, and diabetic ketoacidosis.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between smart device and transmitter and an adverse event that occurred on (B)(6) 2016. Patient's mother reported that the patient was not alerted that their blood glucose (bg) was high due to device displaying signal loss. Patient blacked out at school, and was taken by ambulance to the emergency room. Patient had diabetic ketoacidosis and her bg value was at 780 mg/dl. Patient was treated with an IV flush. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/13/2016 and confirmed the reported loss of connection. No additional event or patient information was provided.